Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited noise. The noise was reproducible with isometrics. The lead was explanted and replaced. The patient was in stable condition post procedure.